Event description:
The nurse was starting an IV line. Nurse took the device out of the hub and nurse actually did not look to see if the clip deployed and set it too close to the vicinity to where nurse is working. While nurse was working nurse some how stuck their thumb in it resulting in a needle stick injury.